Event description:
Customer reported that pump screen was not functioning, making the device unusable. There was an adverse impact on customer's blood glucose level, which exceeded 500 mg/dl. Customer performed a correction injection using multiple daily injections (mdi). Technical support instructed the customer on troubleshooting steps, but the pump screen remained dark. Technical support confirmed the warranty status and arranged for a replacement pump to be sent. Customer was guided on how to prepare the existing pump for return and was informed about steps to take upon receiving the replacement. Customer understood the instructions and acknowledged them.